Event description:
Device 1 of 2: ref MFR report# 1627487-2012-05907. The pt has two leads (from different lots). It was reported the pt has been receiving inadequate coverage. An impedance check was performed and revealed invalid contacts. Reprogramming was unsuccessful. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.